Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was changing settings after implantation and was revised. The valve was implanted to the patient three years ago. The doi and the initial setting was unknown. However the setting had automatically changed by itself from 50 to 80. The setting was changed without intention had occurred three times. There was no magnetic intensities around it. The neodymium was used to change the setting from 130 to 50 at the outpatient department last year. But it did not rise over 80. The patient was under monitoring after it. The surgeon attempted to change the setting at the outpatient department and it could be changed. However the patient did not recover and this time s/he suspected that the valve does not function well, therefore the complaint valve was removed and the revision surgery was performed with a new certas valve. The surgeon commented that this issue might have caused by any damages on it.

Manufacturer narrative:
UDI information- (B)(4). DHR - conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected biological debris was noted as well as the silicon housing was torn over the valve casing and around the siphon guard, and marks in the siphon guard were noted. The leak, reflux and pressure tests were not possible due to the damage in silicon housing. Passed tests - valve program, flushed, siphon guard. Root cause: the root cause for the setting changes could not be determined, possible causes could be due to common magnets greater than 80 gauss, such as household magnets, loudspeaker magnets, and language lab headphone magnets, ma affect the valve setting when placed close to the valve, as noted in the IFU. -the root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the marks found on the siphon guard are due to user¿s error.

Event description:
N/a